Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of dim and flickering light emitting diodes (leds) and withered rubber vent bands were confirmed via the power module¿s functional analysis. The returned power module (serial number (B)(6)) was noted to have withered rubber vent bands upon arrival. After the unit was powered on, its green power leds were observed to be flickering and dim, and the cause of this issue was isolated to the leds themselves. The unit was functionally tested and performed as intended despite the observed issues. The damaged assemblies were replaced, then the serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module had withered rubber vent bads, the device came without a battery, and the green power light was flickering and dim.